Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, no problem was detected that contributed to the reported event. Therefore, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A cystoscopy was performed and showed that the cuff was functioning normally. Despite the absence of any visible defect or puncture, medical staff elected to upsize the balloon. No further patient complications were reported.